Event description:
Total right knee replacement on (B)(6) 2013 at (B)(6). Terrible pain unable to do many chores and other activities previously done. Extreme pain of the knee since then. Dr prescribe many opiates. Have hfa (high frequency neurotomy/ablation) at (B)(6). Now must continue with another set of injections for steroids. Have severe inflammation of the nerve endings.